Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that guide wire tip detachment occurred. Vascular access was obtained via lower posterior artery under ultrasound guidance with good blood return. The target lesion was located in the right posterior tibial artery. While the physician advanced a 182 cm luge guide wire, slight resistance was encountered. The wire was then attempted to be removed. However, during removal, the wire could not be retracted and the distal tip of the device fractured off and remained inside the artery. The patient reported 9 out of 10 pain. A small incision was made to attempt to the patient's right lower medial leg to retrieve the wire fragment but was unsuccessful. The patients pain level remained at 9 out of 10. The patient was then transferred to the operating room with monitor in stable condition and under fluoroscopic guidance, the wire was removed and was sent to pathology. No further patient complications were reported.